Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: lnq11 icm, implanted: (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pericardial effusion as a result of the right atrial (ra) having perforated the myocardium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.